Manufacturer narrative:
The reported issue that the pcu would not turn on, and that the front panel with keypad assembly was replaced to correct the issue could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pcu reportedly was not in use for treatment or diagnostic purposes when the failure was observed. A review of the device history record showed the device had a manufacture date of 24apr2019. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement.

Event description:
It was reported that the pcu device would not turn on. The device was repaired and front keypad replaced, and completed functional checks. The device was not in use on a patient when this malfunction occurred. Although requested, no further information was available. There was no patient involvement.

Manufacturer narrative:
The reported issue that the pcu would not turn on, and that the front panel with keypad assembly was replaced to correct the issue could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pcu reportedly was not in use for treatment or diagnostic purposes when the failure was observed. A review of the device history record showed the device had a manufacture date of 24apr2019. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: n/a the customer stated that there was no patient involvement.

Event description:
It was reported that the pcu device would not turn on. The device was repaired and front keypad replaced, and completed functional checks. The device was not in use on a patient when this malfunction occurred. Although requested, no further information was available. There was no patient involvement.